Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the clinical diabetes specialist (cds) that the customer's pump data logbook shows that the customer entered 200 grams of carbohydrates or more into the pump on several event dates. The cds called tandem technical support to inquire if a bolus had been delivered after the entries. Reportedly, the cds believes the customer is experimenting with the pump and did not intend to bolus for carbohydrate values between 200-999 grams. Review of the customer's pump data logbook by tandem technical support showed multiple entries of carbohydrates values ranging from 199-999 grams that had been input by the user; however, the bolus requests for these entries had not been delivered. Additionally, the cds reported that the customer's blood glucose (bg) level was not impacted.